Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced their implantable neurostimulator (ins) shut down by itself on (B)(6) 2021 ¿without manual control, with full load and three active programs ¿ two of them bipolar and one multipolar.¿ it was stated that the ins was then overheating on (B)(6) 2022. Technical evaluation was performed and found ¿no redness or heat found at the pocket.¿ impedances and parameters were normal at the time of the issue and the patient was recharging every two days with good coupling at that time. The patient¿s doctor was information of the issue at that time. It was later reported on 2022-mar-04 that the ¿heat occurred only internally¿ and the ins allegedly ¿went into full discharge a year¿ prior. The patient experienced a ¿burning sensation¿ at the device pocket. Technical and visual analysis of the patient¿s device was performed and the issue remained unresolved at the time of report. It was unknown whether any complications were reported or anticipated. There were no medical or surgical interventions needed to prevent a permanent impairment of function and the event did not lead to or extend patient hospitalization. No further complications were r reported or anticipated.